Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician of recurrent aseptic peritonitis in a patient coincident with dianeal 1.36% and 3.86% and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal, unknown bag, 1.36% ( 5l, daily), dianeal, unknown bag, 3.86% (2l, daily) and extraneal viaflex (2l, daily, 10j24g37) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) using uv flash (product code not reported). On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain and was hospitalized. The patient was diagnosed with aseptic peritonitis. From the time of the hospitalization, the patient received the same pd treatment regimen (lot numbers not reported). On an unreported date, the patient began remedial therapy with vancomycin (dose and frequency not reported, ip) and cefotaxime (dose, frequency and route not reported). On (B)(6), the patient was discharged from the hospital. On that same date, the patient was treated with cloxacillin (dose, frequency and route not reported). On an unreported date, the event of aseptic peritonitis resolved. At home, the patient resumed pd therapy with dianeal, unknown bag , 1.36% and 3.86% and extraneal viaflex . On (B)(6) 2011, while remedial therapy with cloxacillin was ongoing, the patient experienced a recurrence of peritonitis manifested by abdominal pain and was hospitalized. From the time of the second hospitalization, the patient received the same pd treatment regimen (lot numbers not reported). It was not reported whether "corrective treatment" was rendered. At the time of this report, dianeal, unknown bag, and extraneal viaflex therapies were ongoing and the outcome of the event of recurrent aseptic peritonitis was unknown. Medical history and concomitant medications were not reported. The physician considered the event of recurrent aseptic peritonitis to be probably related to dianeal and extraneal viaflex therapies.